Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Meter gave a blood glucose result of 184 mg/dl and customer retested less than 10 minutes later and blood glucose was 71 mg/dl. No adverse reactions reported. Replacing and returning meter and test strips.